Manufacturer narrative:
After using a precise pro 8mm x 40mm rapid exchange (rx) self-expanding stent (ses); there was an excessive difference in the diameter of the cervical-1 (c1) segment of the right internal carotid artery (ica) resulting in spasm of the distal to the c1 segment of the right ica. Therefore, the blood flow became slow and a thrombus was presented, and the patient developed left hemiplegia. The index procedure was emergent. The access site was the femoral artery. There was multiple plaque presented at the opening of the right subclavian artery and the bilateral carotid artery (unstable plaque). There was no device issue with the precise stent during the procedure. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. The location and size of the thrombus was loading the c1 segment. The re-embolectomy and c1 segment stent implantation were performed successfully and the patient was recovered and discharged five days later. The double stent implantation has resolved the patient¿s problems. The stent remains implanted thus unavailable for analysis. A product history record (phr) review of lot 17901064 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. There were no images provided for review and without the return of the device for analysis, based on the information provided the reported ¿thrombus and hemiplegia (left)¿ could not be confirmed and the exact root cause could not be determined. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. It should be noted that per clinical communication: ¿the size and length of the stent was suitable per the angiography after the first time implanting the stent. The patient experienced the clinical condition after two days, the angiography showed that the middle segment of the stent was occlusion which should consider if subacute thrombus was presented¿. The possible reasons are: a. The plaques were ruptured after balloon expansion. The collagen exposure caused platelet aggregation. B. Due to the individual differences in the patient's response to antiplatelet drugs, in particular, some patients are not sensitive to aluminum magnesium aspirin or clopidogrel, and the intensity and time of oral antiplatelet drugs may also lead to this situation. Additionally, the physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. Thus, in conjunction may have led to the reported left side hemiplegia. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Neither the product history record (phr) review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, after using an 8mm x 40mm precise pro rapid exchange (rx) self-expanding stent (ses); there was an excessive difference in the diameter of the cervical-1 (c1) segment of the right internal carotid artery (ica) resulting spasm of the distal to the c1 segment of the right ica. Therefore, the blood flow became slow and a thrombus was presented, and the patient developed left hemiplegia. The index procedure was emergent. The access site was the femoral artery. There was multiple plaque presented at the opening of the right subclavian artery and the bilateral carotid artery (unstable plaque). There was no device issue with the precise stent during the procedure. The device was stored and handled according to the instructions for use (IFU). The device was inspected and prepped according to the IFU. The location and size of the thrombus was loading the c1 segment. The re-embolectomy and c1 segment stent implantation were performed successfully and the patient was recovered and discharged five days later. The device will not be returned for evaluation as double stent implantation has resolved the patient¿s problems. As of note per clinical communication: ¿the size and length of the stent was suitable per the angiography after the first time implanting the stent. The patient experienced the clinical condition after two days, the angiography showed that the middle segment of the stent was occlusion which should consider if subacute thrombus was presented¿. The possible reasons are: the plaques were ruptured after balloon expansion. The collagen exposure caused platelet aggregation. Due to the individual differences in the patient's response to antiplatelet drugs, in particular, some patients are not sensitive to aluminum magnesium aspirin or clopidogrel, and the intensity and time of oral antiplatelet drugs may also lead to this situation.